Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed a rash all over her body 5 days post-op implantation of the neurostimulator. The device was removed and the patient recovered without sequelae.